Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device problem code a0402 captures the reportable investigation result of balloon ruptured. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was ruptured, this condition caused the balloon to become unable to be inflated. No additional damages were observed. Based on the available information, it is possible that operational factors, such as excess of force applied over the device, manipulation, interaction with other device/tool during its use could have caused the observed damage on the balloon, consequently affecting the overall performance of the balloon and its integrity. Therefore, the most probable root cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used in the ureter during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2023. During the procedure, the occluder balloon was inserted in the kidney; however, when they went to inflate the balloon, there was no effect. They tried to inflate again but still the balloon did not inflate. The procedure was completed with another occluder balloon catheter. This event has been deemed a reportable event based on the investigation finding of balloon was ruptured. Please see device analysis results for full investigation details. There were no patient complications reported as a result of this event.